Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. A2 - date of birth/age - ni. A3 - gender - ni. A4 - weight - ni. B3 - date of event - ni. D4 - expiration date - ni. D4 - unique identifier (UDI) # - ni. D6 - date implanted - ni. D7 - date explanted - ni. H4 - manufacture date ¿ ni. Amenabar et al. "Promising mid-term results with a cup-cage construct for large acetabular defects and pelvic discontinuity." Clinical orthopaedics and related research. 474:408¿414. This report is number 2 of 5 mdrs filed for the same patient (reference 0001822565-2017-00865/871/872/875).

Event description:
It was reported via journal article that a patients hip arthroplasty was revised due to infection.